Manufacturer narrative:
Tracking # (B)(4). Information not provided during initial contact. Evaluation summary: the analysis results found that the device was returned with the blade cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase tn severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure".

Event description:
It was reported that during a gastric bypass with roux-en-y procedure, the device started to make error sound. After looking at the display screen, error code appeared. Another same like device was used to complete the case. There was no patient consequence.